Event description:
Medtronic revealed information that this annuloplasty device, implanted 4 years, was explanted. It was reported that a pre-operative echocardiogram showed some (undefined) structural complications.

Manufacturer narrative:
Evaluation method code: device history could not be reviewed because serial number is unknown at this time. Results code: device history review unable to be completed. Conclusion code: cause of event cannot be determined. Analysis, conclusion: the annuloplasty ring has not been returned for analysis, however, the return is anticipated. Upon return and completion of analysis, a follow up report will be filed.